Event description:
A cypher stent was implanted in the pt at another facility approx 2 weeks prior to this event. The pt presented to the the e.r. In 2003. The cardiology group was called. They tried to open up the stent on finding that the stents were occluded. However, they were unsuccessful. The pt's friend gave verbal info that the pt had not been taking their plavix. Pt died.